Event description:
Physician noticed the blade was extended too far out of the head. Blade was not used on patient. Physician opened another blade and was able to push the white plastic blade holder right off the blade with little to no effort. He then opened three more blades from the same box and those blades had the same issue.

Manufacturer narrative:
The blades specification has been updated to increase the surface area contact between the blade and blade holder.